Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: unique identifier (UDI) number is not provided / unknown. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The customer did submit images, and one x-ray for the reported event. Further review of the customer images identified the implant was fractured at the collar. Therefore, based on the available information, device malfunction did occur. Without device receipt, the reported event is confirmed via customer's images / x-ray. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Zimvie will continue to monitor for trends.

Manufacturer narrative:
Zimvie complaint (b)4). Date of event is not provided / unknown. Initial reporter¿s title and email address are not provided / unknown. Additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant fractured and was removed. Site was bone grafted. Tooth site # 30 (universal).